Manufacturer narrative:
Investigation summary: samples pictures or lot number were not provided. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. DHR/ncmr review the DHR review process was not performed since the lot number is unknown. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut for the same part number. According to this investigation this failure mode is already known since previous complaints were received for the same issue throughout 2017, for this reason a CAPA record # (B)(4) was opened to perform the investigation as well to implement corrective actions. Due to the lot number was not provided from customer, it can¿t confirm if this issue arose after corrective action implementation. Corrective actions were full implemented for batches manufactured from 2018 on forward, in accordance to customer complaint records there is no complaints received from batches manufactured after corrective action. Root cause slot reference dimension was found greater (loose) than drawing specification. Corrective actions. 1. Align steel as per drawing requirement. 2. Create mold inserts to be replaced if needed, during preventive maintenance. Conclusion based on this investigation this failure mode was caused due worn out on the mold, the corrective actions were implemented and evaluated as effective.

Event description:
It was reported with the use of the bd¿ multi-use nestable sharp collector, 8 qt hinge cap there was an issue with lids opening without touching them.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd¿ multi-use nestable sharp collector, 8 qt hinge cap there was an issue with lids opening without touching them.